Event description:
A nurse contacted baxter (B)(4) regarding a uv transfer set, which encountered difficulties during the connection due to an error of the healthcare professional. A nurse tried to connect a physioneal twinbag to patient through a uv flash transfer set. Reportedly, the nurse failed to place the bag connector in the correct position in the groove of the transfer set, and when the nurse tried to lock the twist clamp in position, the connection failed and the spike of the transfer set was deformed. There was patient involvement. A patient death was later reported. The physician indicated that the patient death was unrelated to baxter products.

Manufacturer narrative:
(B)(4). This complaint for damaged was confirmed during the sample evaluation; however, no root cause could not be determined. Received one used set with no cap on spike and no cap on patient connector in reference to user error- failed to follow therapy steps. Functionally hand tightened a lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with no tubing leak noted. Set was visually inspected and noted that the tip of the spike was bent inward. No other visual defects were noted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.